Manufacturer narrative:
The biomedical engineer (bme) reported that the hard disk drive (hdd) failed on the central nurse's station (cns), and now they are unable to get it back up and running. They later replaced the hdd, and the issue was resolved. No patient harm reported. Investigation conclusion: customer reported cns device went down due to hard drive failure. Specific details regarding error messages, how the cns "went down" was not provided. Nka contacted customers immediately following the event in september 2020 received a response from customer stating "have no idea". This device was put into service on 07/28/2013. Service history for this serial number shows this is an isolated incident. Root cause: due to the unknown circumstances pertaining to the incident, the root cause of hard drive failure could not be determined. Device is designed with redundant array of two hard disks. When one hard disk fails, the other can take over. The manufacturer provided all sites with ".bat" file patch which helps recognize hard disk failure and provides a warning message when a hard drive begins to fail. The manufacturer also updated device manufacturing process to incorporate the ".bat" file function. Labeling and operator's manual for various generations of this device recommend periodic maintenance or replacement of hard disk drives. Although there is potential hazards for populations most at risk due to the temporatory lost of monitoring at the central station, there is low likelihood of risks associated with the use of defective device. In order for the hard disk drive to cause adverse health consequences, an improbable sequence of user error and other events would all need to occur: 1) user declined to permit installation of software patch; 2) user fails to respond to warning alerts that one of two hard drives has failed; 3) user failed to perform periodic testing and maintenance of hard drive; 4) critically ill patient sustains sudden deterioration simultaneously as the occurrence of a failure of the second (redundant) hard drive; 5) caregivers are unaware of triggering of alarms on bedside monitors or have delayed awareness.

Event description:
The biomedical engineer (bme) reported that the hard disk drive (hdd) failed on the central nurse's station (cns), and now they are unable to get it back up and running. They later replaced the hdd, and the issue was resolved. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the hard disk drive (hdd) failed on the central nurse's station (cns), and now they are unable to get it back up and running. They later replaced the hdd, and the issue was resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the hard disk drive (hdd) failed on the central nurse's station (cns), and now they are unable to get it back up and running. They later replaced the hdd, and the issue was resolved. No patient harm reported.